Event description:
Physician assistant reported a pt injected with radiesse dermal filler in the naso labial folds developed immediate swelling with blistering occurring several hours later. The pa instructed the pt to go to urgent care one day post-injection where she was treated for a severe allergic reaction with steroids, antibiotics and im benadryl. The following day showed no improvement and the pt was then instructed to go to the ER.

Manufacturer narrative:
The pt was treated at the ER with IV antibiotics, a medrol dose pack and released. Photos of the pt has shown the progression of healing of the affected area. The lot number was not provided therefore, a review of the device history records cannot be performed.